Event description:
During an incident on an unk date involving a middle aged female pt with cardiac problems, experiencing chest pains, being given meds and being transferred to receive a higher level of care, this defibrillator was being used to monitor during transport when it kept shutting down.